Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and cut, the imaging window was twisted and torn, and the imaging core had a broken drive shaft and broken coaxial cable starting 29.7 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal circumflex artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion, but resistance was encountered and there was no image. It was additionally reported that the device was cut inside the patient. The procedure was completed using another device of the same type. The patient remained stable, and no complications were reported. It was further reported that the separated catheter segment was successfully retrieved using a snare.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and cut, the imaging window was twisted and torn, and the imaging core had a broken drive shaft and broken coaxial cable starting 29.7 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal circumflex artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion, but resistance was encountered and there was no image. It was additionally reported that the device was cut inside the patient. The procedure was completed using another device of the same type. The patient remained stable, and no complications were reported.